Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory and the power brick head was burned. A new power brick was used and the communicator was able to pass all the baseline tests. The communicator was deactivated.

Event description:
Boston scientific received information that the power cord was melted. A boston scientific company representative verified that the power cord and the communicator will be returned for analysis. The communicator was deactivated. No adverse patient effects were reported.